Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported communication could no longer be established between the pt's ((B)(6)) ipg and charging system. The physician elected to explant the ipg to address the reported issue.